Event description:
The mechanism was returned to the customer service center with a report from the customer contact that the device displayed cassette test failure. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the mechanism door roller was missing and the door roller pin was broken.

Manufacturer narrative:
During testing, it was noted that the mechanism door roller was missing and the door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.